Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was received and analyzed. No anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was received and analyzed. No anomalies found. We did receive performance data collected from the device, have analyzed the data and oversensing was noted.

Event description:
.

Event description:
It was reported that oversensing was seen in both atrial and ventricular channels. Issue with header was suspected. It was further reported there were unexplained pauses on this device and the patient had been complaining of shortness of breath. The device was explanted and replaced. No patient complications have been reported as a result of this event.